Event description:
It was reported that during an unk procedure air leaked from the beginning of use. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.